Event description:
It was reported that the touchscreen intermittently did not function as intended. Reportedly, the screen buttons were clicked without being pressed by the user. There was no adverse impact to customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.